Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, new patient¿s orders not crossing the station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there was no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with customer that the issue was resolved, and no further investigation was required. The system functioned as intended after technical support specialist investigated the issue.